Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Testing/inspection: the received sample was in new conditions inside its closed original packaging. Visual inspection was performed at 12" under normal lighting results: a hair was observed inside the closed packaging. The complaint is confirmed. There were two available models of disposable cover hair in production floor, however, one did not meet the function of retaining hair because it was too short. Action taken: ehs department were notified about the inadequate disposable cover hair. Large model was bought to replace the inventory of short model, inadequate disposable cover hair (short model) was removed from production floor. The production personnel was notified by quality engineer as awareness of the defect reported by the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that there was presence of hair in the sterile packaging: no patient injury was reported.